Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had new software release detected. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they receive another insulin pump error. Customer states insulin pump had second occurrence of error. The insulin pump will be returned for analysis.